Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, he system repeatedly experienced non-recoverable faults before a procedure began. The technical support engineer (tse) reviewed the system faults remotely and observed a communication error fault along with multiple faults associated with control boards. The site had already power-cycled the system several times, and the faults had returned after each power cycle. The team verified that the site¿s other systems were running at the same software level, and the site planned to swap the patient cart to proceed with the procedure. The procedure was aborted to another dv system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the patient side cart fiber optic cable and the backplane fiber cable. The system was verified and ready for use.